Manufacturer narrative:
Corrected data: follow-up type: "correction" should be corrected to "additional information" in supplemental medwatch report #1. "Corrected data" should be corrected to "additional manufacturer narrative" in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticm5_13.2, -7.50/2.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2019 and low vault was observed. Patients current bcva was reported to be 20/20 and patient is doing well. Lens remains implanted. The surgeon plans to exchange the lens with a longer length lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
"Lens remains implanted. The surgeon plans to exchange the lens with a longer lens." Should be removed and corrected to "the lens was exchanged on (B)(6) 2019 for a longer length lens due to low vault. The exchange resolved the problem." In the initial MDR. Type of reportable event: "malfunction" should be corrected to "serious". (B)(4). Claim#: (B)(4).